Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer's blood glucose level at the time of the event was 504 mg/dl. The customer treated high blood glucose with an insulin pump and manual injections or an insulin pen. The auto-mode feature was not active at the time of the event. Customer using the insulin pump system within 48 hours of the reported high blood glucose event. The customer reported that device labels, including the serial number and dome label stickers, were reported as missing, removed, worn, faded, or damaged, and customer alleges under delivery. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the device, and the pump will be returned for analysis.

Manufacturer narrative:
S/w version 5.2a retainer ring = black pump case = ngp customer returned pump for alleged possible under delivery anomaly and high bg and cosmetic damage located at the serial number label found on (B)(6) 2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Pump delivered 18.7u of bolus on 13-feb-2023. The pump was cut open and found dried insulin in the motor slide. No physical or moisture damage on the electronic assembly. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (stained, faded). Possible under delivery anomaly was not confirmed during testing. Pump passed full drive test. Unable to confirm high bg. Cosmetic damage confirmed at the serial number label during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported insulin pump was not working. The customer had a low blood glucose event. The customer reported label at the back of the insulin pump was worn out. The displacement test was failed.